Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the lead was capped due to capture anomaly.

Event description:
New information notes that the atrial lead was not capturing, causing an increase of ventricular pacing. The lead had intermittent capture at max outputs. Patient was stable before, during, and after procedure. The lead will not be returned for evaluation.